Event description:
It was reported that upon interrogation this pacemaker was found to be in safety mode. This pacemaker also recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. As a result, this pacemaker was explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated but a full download of device memory was not possible. Review of available device data identified memory errors. The device case was removed to facilitate inspection of the internal components and further testing. Measurement of the battery voltage found it was much lower than expected. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in the memory errors identified in the laboratory setting and in the clinically-observed.

Event description:
This supplemental report is being filed to include product analysis details.